Event description:
During an unknown procedure, on the first firing on the small bowel, the device partially stapled and partially cut. The case was completed with a like device. There was no patient consequence.